Event description:
It was reported that during use the hub separated from the device with a bd syringe 0.3ml 30ga 8mm. The following information was provided by the initial reporter, translated from japanese to english: the customer think there is a needle on the orange shield. The flat part on the other side was broken and could not be used. The following information was discovered on 2019-11-19 during the investigation: during the course of the investigation an additional issue was noted (broken thumb press).

Manufacturer narrative:
Investigation: customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 8344554. Customer states that the there is a needle on the orange shield and the flat part on the other side was broken and could not be used. The returned syringe was examined and exhibited a broken thumb press. The sample was also tested and the hub assembly did not separate from the barrel when the shield was removed. A review of the device history record was completed for batch# 8344554. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken thumb press) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (hub separates) process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. Root cause cannot be determined.

Event description:
It was reported that during use the hub separated from the device with a bd syringe 0.3ml 30ga 8mm. The following information was provided by the initial reporter, translated from japanese to english: the customer think there is a needle on the orange shield. The flat part on the other side was broken and could not be used. The following information was discovered on 2019-11-19 during the investigation: during the course of the investigation an additional issue was noted (broken thumb press).

Manufacturer narrative:
The following field has been updated with additional information: b.5. Describe event or problem: it was reported that during use the hub separated from the device with a bd syringe 0.3ml 30ga 8mm. The following information was provided by the initial reporter, translated from japanese to english: the customer think there is a needle on the orange shield. The flat part on the other side was broken and could not be used. The following information was discovered on 2019-11-19 during the investigation: during the course of the investigation an additional issue was noted (broken thumb press). H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the hub separated from the device with a bd syringe 0.3ml 30ga 8mm. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer think there is a needle on the orange shield. The flat part on the other side was broken and could not be used.